Event description:
(B)(4). As soon as the implants were put in I was in discomfort. Went threw the recommended dye test, always felt discomfort and pain in pelvic area. Started getting allot of headaches, stomach problems, rash, pain during sex.